Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, control printed circuit board error and software conflict. No further information provided despite several reminders, nor any confirmation of part replacement or part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, control printed circuit board error and software conflict. There was no patient¿harm. Manufacturer's ref. #: (B)(4).